Manufacturer narrative:
Software was intentionally designed to ensure all distal frames are captured, following feedback collected from the field and our medical advisors. This design change was made in 2022 and the changes were validated through regression analysis and re-testing. This often results in repeated distal frames. Future software developments will address this issue by detecting the repeated frames.

Event description:
I have recently been reviewing pullbacks to create study cases for future education. I noticed the distal 10mm of the pullback have been repetitive frames. I decided to do an investigation to see how far back I could see the distal 10 mm of the pullbacks being repetitive. I compiled a word document with picture snaps. According to what I have on my laptop it appears to have started around on (B)(6) 2022. The june pullbacks I have all appear to be normal and in july it started. I have pullbacks from a variety of sites. I am not sure if we updated software in june/july of 2022 to quark prime.